Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical corporation. The customer's report was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was replaced to correct the reported problem. It is unknown how the cable became disconnected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and the unit halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.